Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device pocket incision for this subcutaneous implantable cardioverter defibrillator (s-ICD) would not heal even after multiple rounds of antibiotics. This device was part of a system explant due to infection/sepsis. No additional adverse patient effects were reported.